Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles or degradation inside the blower kit. Additionally, the service technician also noted error code e024(err_sensor_flow_offset_stop). The device was scrapped by the service center after the evaluation was completed. In the previous report operator of the device, occupation, report source, reason device not evaluated, health impact code was not updated correctly, which have been updated in this report, box d, e, g, h have been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles or degradation inside the blower kit. Additionally, the service technician also noted error code e024(err_sensor_flow_offset_stop). The device was scrapped by the service center after the evaluation was completed.